Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant stenosis in the main airway due to esophageal cancer during an airway stent placement procedure under bronchoscopy performed on (B)(6) 2022. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent deployment suture was knotted, and the stent was partially deployed. Another ultraflex tracheobronchial stent was used to complete the procedure. The patient experienced glottis enlargement and an emergency intubation was performed, and antibiotic (amoxicillin) medication was given. In the physician's assessment there was a relationship between the glottis enlargement, emergency intubation and the ultraflex tracheobronchial stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf patient code e2326 captures the reportable patient complication of glottis enlargement. Impact code f2303 captures antibiotic administration to treat patient's complication. Impact code f23 captures the additional intervention of emergency intubation. Block h10: an ultraflex tracheobronchial distal release covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent fully deployed and expanded and no damages were noted. The reported event of stent partially deployed, and stent deployment suture knotted cannot be confirmed; the stent was returned fully deployed and expanded. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported events. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on october 24, 2022, that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant stenosis in the main airway due to esophageal cancer during an airway stent placement procedure under bronchoscopy performed on (B)(6) 2022. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent deployment suture was knotted, and the stent was partially deployed. Another ultraflex tracheobronchial stent was used to complete the procedure. The patient experienced glottis enlargement and an emergency intubation was performed, and antibiotic (amoxicillin) medication was given. In the physician's assessment there was a relationship between the glottis enlargement, emergency intubation and the ultraflex tracheobronchial stent.